Event description:
It was reported that the gastrointestinal videoscope had snowflakes on the screen. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction (image snow flakes) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed an image blackout which likely occurred due to damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.